Event description:
It was reported that customer experienced keypad anomaly. It was reported that act button was not responding. Customer's blood glucose was 17.2 mmol/l. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened express bolus and esc button dome switch. The insulin pump was received with minor scratches son lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.